Event description:
It was reported on (B)(6) 2014 that the k-wire attachment for pen drive was not functioning correctly. It is reported the device has a very small amount of power, the device does not spin and the k-driver cannot be inserted. It is further reported the power is completely diminished in the head of the k-wire. Updated (B)(4) 2014, that this event occurred during an or procedure. When the device could not power up the wire drive head was replaced and device worked as expected. It was stated that the delay in surgery was less than 15 minutes and there was no patient contact or patient harm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and is not implanted/explanted. Add'l pro codes: dzi, erl, hbe. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.